Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues and noise. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found no anomalies other than environmental stress cracking on the surface, and dried body fluid and tissue in helix house, normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Outer conductor resistance measured an electrical open, indicating a fractured or broken conductor. Stylet insertion test was successful. Fractured outer conductor was observed approximately 222 mm from the terminal end. Direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues and noise. Another lead was successfully implanted. No additional adverse patient effects were reported.